Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025.the detachment was at the tubing connector. No further information available.